Event description:
Baxter reports the uv transfer set tubing was cut while the pt was hospitalized for hydrocephalus. The pt's effluent cell count increased and antibiotic were administered for suspected peritonitis. The pt's physician reported the cut in the tubing may have been caused by the pt's wheelchair. No further information regarding this event is available at this time.